Event description:
The complainant reported that a patient was implanted with an impella cp and experienced aortic placement signal output that was not functioning as expected. It was reported that the impella cp was implanted and the automated impella controller was turned on with no reported issues. Following priming of the pump, it was reported that the aorta placement output numbers indicated that it did not zero correctly. The abiomed representative advised that the placement signal would continue to be skewed and recommended replacing the impella cp. The decision was made to not replace the impella cp, and the patient¿s mean arterial pressure and arterial line pressures were monitored. The pump¿s position was confirmed with imaging. It was reported that there were no issues with impella flow or function throughout the case. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9: added the devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary placement signal issue: based on the returned product analysis and clinical details provided, there was no defect found with the pump.